Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported failed air detection test. A review of the event history log identified air in line alarms; however, it cannot be determined if the alarms are true or false. The cause was determined during a visual inspection to be the upstream sensor and processor printed circuit board were damaged. The upstream sensor and processor printed circuit board were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed air detection test during testing in the biomed service department. There was no patient involvement. No additional information is available.